Event description:
It was reported that the customer expressed concern regarding fluid ingress into the pump module door assembly, specifically impacting the display boards. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown.a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.